Event description:
Reportedly, on 5-march-2026, the transmitter screen displays "smartview connect app is not responding".

Manufacturer narrative:
Analysis of the returned subject device permit to reproduce the reported event. The transmitter cannot be used, the application cannot fully initialize and the error message "no network, error code 0.120" is displayed. Review of the event logs established that many inputs were performed during the months before the reported event. This type of behavior is mostly caused by a defective power adapter, leading to the transmitter performing many inputs. Indeed, this can cause a corruption of the device, explaining the error message and the impossibility of the app to fully initialize. This case is retained and utilized for trend purpose. MDR correction: device updated from smartview connect app to smartview connect according to investigation results.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, the transmitter screen displays "smartview connect app is not responding".